Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(6) for evaluation. The chamber was visually inspected and analysed using electron microscopy. Results: visual inspection revealed crazing around the chamber dome and the base was bulging outwards. Electron microscopy revealed calcium sulfate and sodium chloride on the crack surfaces. A lot check of lot number 130620 revealed no other similar complaints. Conclusion: the crazing pattern is consistent with cracking caused by alcohol or chemical attack. All mr290v chambers are pressure tested during production, the chambers are also visually inspected. Any chambers which fail these tests are rejected. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a leak between the dome and the base of an mr290v vented autofeed humidification chamber was discovered. No patient consequences were reported.